Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, could not use the hand switch. Another device was used to complete the case. There were no adverse consequences to the pt.